Event description:
Treatment of an avm (arteriovenous malformation). On an unspecified date, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the marathon catheter ruptured. A total of seven vials of onyx were used. No further information was available. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00428.

Manufacturer narrative:
The devices involved in the event will not been returned for evaluation as they were consumed in the event.the other devices involved in the event are as follows:model: 105-7000-060 / lot: 9871287 dom: 18 feb 2014, exp: 12 dec 2016. Model: 105-7000-060 / lot: 9877476 dom: 04 mar 2014, exp: 08 jan 2017. Model: na / lot: na dom: na exp: na (qty. 4).(B)(4).